Event description:
Additional information was received. A specific catheter failure was not observed during the replacement. The explanted catheter was discarded by the customer.

Manufacturer narrative:
H6: annex b updated to b18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that when the patient was met for follow-up a month prior to the date of the report, there was a big discrepancy between the volume indicated in the tablet and the remaining volume in the pump. However, the hcp later indicated that they were not sure on their suspicion that a volume discrepancy had occurred and planned on following up with the patient in 3 to 4 weeks to check again. A screen shot of the tablet logs were provided and no motor stalls or indications that the pump was not working properly were noted. No patient symptoms were reported and it was noted that the product was still in use. No surgical intervention occurred or was planned. The patient's status was listed as "alive - no injury". It was unknown what, if any, environmental/external/patient factors that might have led or contributed to the issue. Further complications were not reported. Additional information was received. It was indicated the hcp met with the patient on (B)(6) 2021, and confirmed that almost the entire drug volume remained in the pump. It was reported the patient had an old indura catheter and had received pump treatment since 2003. On (B)(6) 2021, the patient received a pump replacement. The old indura catheter was not replaced. At a follow-up appointment on (B)(6) 2021, the hcp suspected discrepancies between the volume in the clinician programmer and the actual volume in the pump. On (B)(6) 2021, the hcp met the patient again. To check the discrepancy between the clinician programmer and what was pumped out to the catheter, the hcp aspirated and got "0 ml," even though the program in the clinician programmer indicated 15 ml. When the hcp tried to inject product in the access port, they felt a resistance. The hcp suspected an issue with the connection between the indura catheter and the replaced pump. Additional information was received. When aspirating [from the catheter access port (cap)] the hcp got 0 ml; this was also reported as the catheter volume was 0 ml. The pump volume was reported to be 40 ml. Surgery was planned for (B)(6) 2021. They planned to replace the old indura catheter with a new ascenda catheter and hoped it would resolve the issue. No cause was identified yet. Additional information was received. It was reported the catheter was replaced with an ascenda. The hcp confirmed on (B)(6) 2021 the patient was fine and the pump was fully functional; the issue was considered resolved. It was indicated the catheter would likely not be returned for analysis, as the hcp was not aware it should be returned.